Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg low volume tb 15cm tube separation and leaked. Short description: broken tubeset. Discovers that the tube set to the three-way faucet has come off at the attachment to the faucet housing. The fact that the hose has come off leads to the patient has not received his medicine for some time, it is not clear how long. When discovered, the parents stated that they noticed that it had been wet around the entrance already at 20 (B)(6). The interruption is nothing that has noticed during the night. On the morning of (B)(6), the bed is wet. The drug that was administered in the entrance was continuous infusion of oxycodine via pain pump when did the incident occur? During use.